Manufacturer narrative:
Patient age at time of event was not provided. Patient sex at time of event was not provided. (B)(4). This event is currently under investigation.

Event description:
Per voluntary report mw5061023: the inner catheter of the micropuncture set separated, leaving half in the patient. The catheter was snared and removed. Additional information was provided stating: the patient had a large left neck tumor (metastatic stage 4 ca w/lung) that had persistent bleeding-oozing. The patient had 2 prior embolizations of carotid artery and was stable, then it began oozing again. It was necessary to sacrifice the left vertebral artery. During the right groin puncture, the micropuncture "got caught up in right groin and sheared off 4 inches of catheter with the distal end still remaining within the vessel. The left groin was accessed and a gooseneck was used to snare the wire and catheter at the arteriotomy site. Per voluntary report mw5061023: distal end still in vessel. It is unknown if there have been any adverse effects at this time. Additional information has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation a review of the complaint history, quality control, device history record, instructions for use (IFU),specifications and a verification of the returned device were conducted. The complaint device was stretched and separated 2.2 cm from the proximal hub. The separated piece was bent and kinked approximately 2.5 cm distal to the separation. The angle of the bend was about 48 degrees. There was an additional bend 3 cm distal to the kink. This bend was noted to be about 30 degrees. After reviewing the complaint device it was possible to determine that the device was subjected to force beyond its intended design during the procedure. The bends and kink in the outer catheter shaft as well as the stretching at the separation of the outer catheter point to this as the likely scenario in this case. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. (B)(4).

Event description:
Per voluntary report mw5061023: the inner catheter of the micropuncture set separated, leaving half in the patient. The catheter was snared and removed. Additional information was provided stating: the patient had a large left neck tumor (metastatic stage 4 ca w/lung) that had persistent bleeding-oozing. The patient had 2 prior embolizations of carotid artery and was stable, then it began oozing again. It was necessary to sacrifice the left vertebral artery. During the right groin puncture, the micropuncture "got caught up in right groin and sheared off 4 inches of catheter with the distal end still remaining within the vessel. The left groin was accessed and a gooseneck was used to snare the wire and catheter at the arteriotomy site. Per voluntary report mw5061023: distal end still in vessel. It is unknown if there have been any adverse effects at this time. Additional information has been requested but not yet provided by the reporter.